Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found normal battery depletion.

Event description:
It was reported that the pulse generator exhibited backup vvi. Due to low battery status further troubleshooting could not be performed. The device was explanted and replaced on (B)(6).